Manufacturer narrative:
The ge rep conducted an onsite investigation. The control panel, the filament driver pcb, the power supply, and the printer were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed an error message. No pt injury was reported.